Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became frozen and unresponsive on the temporary basal screen. Reportedly, the pump shutdown stopping all insulin deliveries. Customer had low blood glucose levels (65 mg/dl). Customer ate candy to stabilize blood glucose levels. It was indicated that the customer has back up injections for continued insulin therapy.